Event description:
It was reported that before surgery, it was found that the anspach drill cable was broken. The case was continued as a regular journey ii case without navio. There were no delays in the procedure and no other complications were reported.

Manufacturer narrative:
The reported device (pn 101209, sn (B)(6)) was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reports, this issue will continue to be monitored. This failure mode is identified in the navio risk profile. A factor that could have contributed to the broken drill cable is improper handling. Do not use excessive force on the device strain reliefs during the decontamination process to minimize separating the cable from the strain relief. Refer to the navio surgical system user's manual and the navio surgical system instrument kit cleaning and sterilization guide for proper handling. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. The medical investigation found that per complaint details, the device malfunctioned during use. Based on the information provided, there was no surgical delay or patient injury/impact as the procedure was completed with manual instrument.